Manufacturer narrative:
Device disposition presently unknown.

Event description:
The manufacturer was notified of an event involving a perceval device. A patient required a re-operation due to svd 4 years after implantation. No further information was provided.